Event description:
It was reported that the right atrial (ra) lead impedances had increased, were varying and were also reported as high. Apparent conductor fracture was noted. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. The distal conductor was distorted, had blood/body fluid (not obstructed), and a fracture (overstress). The outer insulation had cosmetic depression and there was apparent explant damage.